Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (340 mg/dl) the customer took a bolus to stabilize bg level. Reportedly, air bubbles were noted in the tubing. The customer was able to change the cartridge and the issue was resolved.